Event description:
It was reported the patient arrived at the hospital the day prior to the date of this report for a non-pump related surgery. The patient did not notify the health care providers that he had a pump and he was given additional opioids outside of the pump. The patient was in a critical care unit of the hospital and was not lucid and was ¿altered.¿ the patient did not remember who his managing physician was. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j10993r21, implanted: (B)(6) 2002, product type: catheter. (B)(4).